Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
No new information.

Event description:
It was reported that the device overheated during procedure. The procedure was completed successfully, and there were no medical interventions. Attempts are being made to obtain additional information about the event.